Event description:
It was reported that the patient was experiencing sound quality issues. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.